Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery catheter system (dcs). The galway rpa lab deployed the valve and forwarded it to the santa ana rpa lab. Upon receipt, the valve was received inside a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The valve was received in a crimped configuration, with the inflow aspect displaying a reniform (kidney-shape) appearance. As received, all leaflets were in a partially open state. The leaflets exhibited stiffness at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Deep creases and frame imprints were present across the leaflet surfaces, indicating that the valve had remained in a crimped or compressed configuration for an extended period. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37°celsius) saline bath. Upon exposure, the frame expanded, resulting in resolution of the reniform inflow deformation observed at the inflow. The valve appeared to retain a compressed state, likely due to extended time spent within the delivery system. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the returned condition of the valve, a deployment simulation to evaluate against the reported infold could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold due to needing to load a new valve.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, in a patient with a highly calcified native annulus, the delivery catheter system (dcs) and loaded valve were advanced through the patient without issue. The dcs deployed the valve, but the valve was recaptured for an unknown reason. Following recapture, an infold was noted in the valve frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A new valve was loaded onto a new dcs and the valve was implanted without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10; other medical products in use during the event include: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.